Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel in a lower extremity. A 2.0mm x 80mm x 150cm coyote balloon catheter was selected for use. However, the device could not be tracked over wire as the shaft was cracked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.